Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
After deployment the needle of the outback did not completely retract. There was no harm to the vessel or to the patient.

Manufacturer narrative:
As reported by the affiliate, after deployment of the needle of the outback, the needle did not completely retract. There was no harm to the vessel or to the patient. Multiple attempts to retrieve detailed information were unsuccessful. One non sterile outback was received coiled in two plastic bags. A kink was found at 2.5 cm from distal tip. Cannula was not deployed. No other damages were noted. An attempt to retract the cannula was performed however it could not be done due to the kinked condition. No leaks were noted in the device when it was flushed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The failure reported by the customer was confirmed. The cause of the failure experienced by the customer might be related to the kink found in the catheter. The cause of the kink could not be determined. Controls are placed in the manufacturing line to prevent defective units from leaving the facility. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, neither the product analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action will be taken at this time.